Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the power supply unit (psu) was not working and no light emitting diodes (led) were illuminated. The psu was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was not working, only two green light emitting diodes (led) were illuminated. There was no patient present at the time this issue was observed.

Manufacturer narrative:
The psu was returned to the manufacturer for analysis. Analysis found that the psu wont power on. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The vendor of the position sensor unit (psu) investigated the psu and found that the fault description could be verified and isolated to a shorted component located on the mainboard. Faulted component has been replaced followed by extended pyramid volume recatheterization. The unit then passed outgoing testing. If information is provided in the future, a supplemental report will be issued.